Manufacturer narrative:
Additional information: cec adjudicated death as cardiac due to aortic stenosis/heart failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx drug eluting stents were implanted in the lad. Approximately 12 months later the patient suffered death from cardiopulmonary failure. Death was classified as non-sudden cardiac death. The investigator and the sponsor assessed the event as not related to the device or anti-platelet medication. Safety commented death.